Event description:
Investigation completed.

Manufacturer narrative:
One smiths medical portex general anesthesia circuit was returned for analysis. During analysis, a dent and a hole were observed on the anesthesia circuit. The reported issue was able to be confirmed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be manufacturing.

Event description:
Information was received indicating that during pre-check a smiths medical portex general anesthesia circuit leaked air from the breathing circuit. No patient was involved in this event. No adverse effects were reported.